Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's monitor was displaying a service code 29 (charge profile fault). The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 29 (charge profile fault)) has been confirmed. The cause of the faults was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The patient received a replacement monitor.